Manufacturer narrative:
Manufacturing site evaluation: samples received: 36 unopened and 1 opened pouches. There are no previous complaints of this code batch. (B)(6) units of this code batch were manufactured and distributed, there are no units in OEM stock. Received 36 closed samples and one open and used sample with a needle inside (there is no thread connected to the needle). Needle attachment tests were performed on the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Detachment of the needle - no patient consequence.